Event description:
The customer reported low bgs. Bgs were treated. Also it was reported that the paramedics were called out few weeks prior to the call. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Suggested the customer to call their dr to discuss possible causes of low bgs. Pump is operating as designed and does not need to be replaced. In addition, the customer was not aware of active insulin, and they mentioned that they do not use the bolus wizard. The customer also indicated that they bolused for a meal and then corrected again within an hour.